Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed external damage to the top cover. The customer batteries were not received. During power-on testing, the device was unable to turn on with stock batteries due to corrosion. The corrosion prevented electrical contact between the device and the batteries. The unit was cleaned by removing the corrosion from the battery contacts and the device was able to power on with stock batteries. The failure was isolated to the corrosion in the battery compartment and battery contacts. A service history record review reveals this unit was in the field for over four (4) years with no previous reported issues related to this reported event.

Event description:
The customer reported the batteries exploded and caused the case to crack. There was no harm to anyone as a result of this failure. No patient impact or consequences were reported.